Manufacturer narrative:
Additional information received indicated that there were no plans for additional intervention until the device was at end of life (eol). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed device data and confirmed that all other electrical measurements were within normal limits. There was also no indication of any noise present. Ts recommended performing troubleshooting techniques to further understand the issue. No adverse patient effects were reported.